Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was found unresponsive and awoke after twelve hours and all functions were intact. A CT was performed and it was negative, previous trauma from (B)(6) stroke noted. Event determined by physicians to be tia. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Tia- transient ischemic attack/neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient was found unresponsive and awoke after twelve (12) hours and all functions were intact. A CT was performed and it was negative, previous trauma from (B)(6) stroke noted. Event determined by physicians to be tia. No additional information available.